Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that the device will not hold a charge for more than 45 minutes during the first transport (per the pt's dad). Also, the pr and spo2 accuracy is not good. The lnc-10 and lnc neo are used by the pt. No pt incident reported.